Event description:
Abscess - a 49 year old male with a 30 year history of crohns disease underwent a strictureoplasty (7 sites) and a resection. At the end of surgery 5 sheets of seprafilm were placed in the abdominal cavity. At postoperative day 13 the pt developed a fever and prolonged ileus. The pt was diagnosed with an abscess below the abdominal wall. A fistula did not develop. The reporting physician assessed the event as possibly related seprafilm.